Event description:
The souh 03 was used on label to go through septal when it fractured. I have done few retro cases likely over 75-100 cases and never seen this before.

Event description:
The souh 03 was used on label to go through septal when it fractured. I have done few retro cases likely over 75-100 cases and never seen this before.